Event description:
Reporter is sister of deceased who died on a holiday. Just before her death, the patient experienced some flu-like symptoms with vomiting and an episode of diarrhea. She sat on the couch and died within minutes thereafter. Patient had a drug eluting stent placed in 2006, at hospital. Reporter has sought the assistance of an attorney when an advertisement made her aware of the recall. When her sister's stent were placed, they were never informed of it's side effects. Immediately following placement, her sister developed blood clots, but the doctors chose not to remove the clots. She's read on the internet that several people die within 6 months of placement and her sister was definitely one of them. Reporter feels adamant about the stents being stopped and taken off the market.